Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that echocardiography showed what looked like a maggot. A thoracotomy was performed to confirm which revealed a pathological lesion at the outflow graft. Therefore a pump exchange was conducted due to an infection. The patient was reported to be stable with good course post the pump exchange and flow at 2.8lpm.

Manufacturer narrative:
Section e: customer site was (B)(6). Reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that on 04jan2024, the patient was hospitalized for infection and was treated with warfarin and liposomal amphotericin b (l-amb). On (B)(6) 2024, the patient experienced massive intraperitoneal bleeding. Approximately not less than 16 units of red blood cells were transfused per 24 hours. The patient was on anticoagulant warfarin at the time of the event and no drug treatment was performed. The patient reportedly had a history of lesion (disease) at the bleeding site that accelerated the development of bleeding. A previously unknown gastrointestinal aneurysm was present and a gastrointestinal tract rapture occurred. The event was not thought to be related to the device as the complication was not specific to heartmate devices.

Manufacturer narrative:
Section b3: event date corrected section d4, catalog number: corrected section d4, primary UDI number: corrected MFR # 2916596-2023-02492 captures a previous infection manufacturer's investigation conclusion: a specific cause for the reported infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established. Hm3 lvas, serial number (B)(6) was returned assembled with the pump cable severed approximately 6¿¿ from the pump header. The distal portion of the pump cable (including the inline connector) was returned in one segment measuring approximately 19.5¿¿. The modular cable was returned attached to the pump cable inline connector with a layer of clear tape covering the connection. The outflow graft and the outflow graft bend relief were not returned. The cuff lock was returned fully engaged; however, no apical cuff was returned. Upon disassembly of the pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Dimensional analysis of the cuff lock, sealing ring, and motor cap found that all components were within manufacturing specifications. Engagement testing was performed using a test apical cuff and the cuff lock appeared to operate as intended throughout testing. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. This IFU lists infection (local, driveline, and pump pocket) and bleeding as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. The IFU outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU and patient handbook provide information regarding how to clean and care for the driveline. The IFU states, as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook further instructs the user to wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.